Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the cause for cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. The cause of the medical debris and detergent residue buildup was due to improper cleaning which is user error UDI: (01)unknown(21)unknown. D4: the device name and serial number are not known. G4: the 510k number was unknown. H4: the date of manufacture was unknown.

Event description:
It was reported that the cutter device was stuck in the attachment device. During in-house engineering evaluation, it was determined that the device had excessive corrosion in the locking mechanism which prevented the lock tabs from releasing the cutter device. It was also noted that a piece of the cutter was broken off below the laser marking therefore the identification of the cutter and the lot number could not be identified as the rest of the cutter was not sent in. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of even was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.